Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination identified no issues with the hypotube shaft. No kinks or damages in the shaft polymer extrusion. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon without success. The device was soaked in the water bath at 37 degrees celsius in order to soften any solidified media inside the device from initial use. A second attempt to inflate the balloon confirmed that a pinhole leak was present in the balloon. The pinhole was located approximately 1mm proximal from the proximal edge of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape upon first inflation at 4 atmospheres for 5 seconds was noted. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape upon first inflation at 4 atmospheres for 5 seconds was noted. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.